Event description:
It was reported that the patient¿s system was not working. The patient barely felt stimulation at 8.4 v. They were experiencing over-active bladder symptoms and the system had no positive effect. The stimulator had impedance issues. The patient underwent revision surgery. Upon examination of the lead, it was found to be kinked and twisted just distal to the stimulator connection. The lead and stimulator were replaced. It was determined that the kink was due to poor implant technique. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va083g4, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).